Manufacturer narrative:
Customer reported that their (B)(6) year old son had been using the toothhugger for about 2 months. While he was brushing his teeth he spit out a metal piece. Customer then inspected the toothbrush and saw that her son bit through the side of the brush, exposing the metal piece. The child, while under supervision, was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten. Chewing through the rubber tpe over-mold and pp plastic, thereby exposing a small metal piece which could be a potential choking hazard to children.

Event description:
Customer reported that their (B)(6) year old son had been using the toothhugger for about 2 months. While he was brushing his teeth he spit out a metal piece. Customer then inspected the toothbrush and saw that her son bit through the side of the brush.